Event description:
It was reported to manufacturer that the physician was experiencing some unspecified problems with the vns programming system. Further follow-up revealed that the hand held screen was continually freezing following the interrogation successful screen. Both hard and soft resets were performed, however, the screen continued to freeze. A new device was sent to the site to replace the non-working device. It is known that under certain conditions this type of screen freeze event can occur with the (B) (4) handheld computers.